Event description:
It was further reported that it is unclear which impactor handle and pad fractured during this procedure. The patient experienced no harm due to the event. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the provided pictures identified the poly impactor is pictured with a grey tip that is fractured in two fragments and both components are covered in blood. The tip associated with this impactor should be black per print. Additional evaluation of the impactor cannot be completed without product return. Product information confirmed from etch. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Per product design, the pad is attached to the handle with medical grade epoxy and is not designed to be removed as it is approved for effective cleaning and sterilization in its assembled form. Per IFU, 'the majority of surgical instruments and trial prostheses instruments are constructed in such a way that they will not require disassembly.' However, it is unknown if this contributed to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.